Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive steerable sheath clear was selected for farapulse procedure. No abnormalities were observed during preparation and no air was noted when the sheath was aspirated without a dilator. Once the catheter was inserted into the sheath, air was noted during aspiration. Approximately 40ml were aspirated. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complication was reported. The device is not expected to be returned for analysis as it was disposed. It was further reported that no abnormalities were noted during preparation of the sheath. Only the catheter was inside the sheath when the issue was noted. No air in the patient nor any device leaked. The pressure bag method was used to irrigate the sheath.